Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported via phone call that customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis with blood glucose of 647 mg/dl. Customer woke up with blood glucose of 200 mg/dl to 300 mg/dl and noticed the insulin pump was turning off and had a blank display. Customer was unable to change the battery which caused the blood glucose to rise to 300 mg/dl and ems was dispatched. Customer's blood glucose at the time of the call was 76 mg/dl.  Customer completed troubleshooting for blank display. The display did not return after changing the battery. Customer declined troubleshooting for high blood glucose. Customer was advised the device will be replaced. However, the customer called back 1 day later and indicated that the pump was working fine.  The product will not be returned for analysis.